Manufacturer narrative:
Product: 6917 implantable pacing lead x2, implanted: unknown. (B)(4).

Event description:
It was reported that there was a device reset. The device was reprogrammed. No patient complications have been reported as a result of this event.